Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedances on both leads. As a result, surgical intervention was undertaken on (b)(6) 2026 wherein the right lead was replaced, and the left lead was repositioned to address the issue. Therapy was restored.

Manufacturer narrative:
Date of event is estimated.The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.